Event description:
It was reported that the streamline cable of the power module was physically damaged.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. The manufacturer is closing the file on this event. Section e1: reporter postal office or zip code: 3584 cx.

Manufacturer narrative:
Section d4, model number, catalog number: corrected. Section d7a: corrected. Manufacturer's investigation conclusion: the reported event of the streamline battery clip damage of the power module (pm) (serial (B)(6) was confirmed. The pm was returned for analysis to the european distribution center (edc) and was evaluated on 21may2024. The pm was returned with damage to the streamline battery clip preventing the backup battery from being connected. The streamline battery clip was replaced, and preventative maintenance was completed. A root cause for the reported event was unable to be conclusively determined. The device history records was reviewed for the power module (serial (B)(6) and was found to have passed all manufacturing and quality assurance specifications. The heartmate instructions for use (IFU) section 2 ¿ ¿setting up the power module (pm) prior to use¿ instructs users how to properly connect their internal backup battery, ¿the contacts should ¿snap¿ into place. Gently pull on the connection to make sure it is secure.¿ the heartmate instructions for use (IFU) section 3 ¿ ¿powering the system¿ instructs users to regularly check the connection to the backup battery of the power module prior to initial use and after service/maintenance. The heartmate instructions for use (IFU) section 3 ¿ ¿powering the system¿ instructs users to send the power module for preventative maintenance, at least once every 12 months, which includes testing backup battery and backup battery- to streamline connection. The heartmate instructions for use (IFU) section 3 ¿ ¿powering the system¿ instructs users to regularly check the connection to the backup battery of the power module prior to initial use and after service/maintenance. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 instructions for use (IFU) section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.